Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor was showing snow on screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
The full name of the event site in was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
N/a.

Manufacturer narrative:
Updated fields: e1 (site country), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected fields: h6 (health effect ¿ clinical code). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.